Event description:
It was reported that 292 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.50mm, 90% stenosed bifurcated portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successfully placed a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. The pt was discharged the next day on plavix and aspirin. 292 days after the initial procedure the pt expired as a result of lung cancer. There was no autopsy. In the opinion of the physician the target vessel was not involved.

Event description:
Target lesion 1 was 5mm long. Target lesion 1 was treated with the taxus stent positioned at the bifurcation with its proximal portion just beyond. Final angiography showed 0% residual stenosis of the target lesion with 40% stenosis of the ongoing om branch. 150 days after the initial procedure the pt was admitted with complaints of pleuritic right-sided pain involving the shoulder, mid back, and abdomen, and associated with shortness of breath. Admission chest x-ray showed right hilar fullness with evidence of post obstructive right upper lobe pneumonia. A CT scan of the chest (date unk) revealed a large right lower lobe mass; subsequent needle biopsy (date unk) was positive for poorly-differentiated non-small cell carcinoma. There was also mediastinal adenopathy and liver involvement. During this hospitalization, the pt was treated for hyperglycemia, hypercalcemia, and anemia. She was also started on lovenox for left ventricular thrombus demonstrated by echocardiogram (date unk). The pt was transferred to a long term care facility 4 days later for oncology follow-up and radiation therapy. 4 months later the pt was hospitalized overnight for treatment of a urinary tract infection and pain medication adjustment. She had recently completed a course of combined chemoradiotherapy (date unk) and was currently undergoing staging CT scans for continued chemotherapy, interval response to treatment was positive compared to 4 months ago. She now resided in a nursing home. Fifteen days later, during the 1-year follow-up period of the study, the pt expired.